Event description:
Pt was instructed to place hand in paraftin bath by therapist. Pt c/o bath being "hot". When therapist checked temp it was 155 degrees. Pt received 1st degree burn to fingers. Therapist found switch had been changed to "start" instead of "operate". No info on device re: safe/therapeutic temp.